Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole at 5mm proximal to the proximal end of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 10/3.50 flextome¿ cutting balloon¿ was used to treat the target lesion. The vessel diameter was too big to perform ablation so it was decide to use a balloon catheter. The indeflator was manipulated to inflate the device but pressure was not applied. The device was removed and it was then noted that pinhole rupture occurred. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 10/3.50 flextome¿ cutting balloon¿ was used to treat the target lesion. The vessel diameter was too big to perform ablation so it was decide to use a balloon catheter. The indeflator was manipulated to inflate the device but pressure was not applied. The device was removed and it was then noted that pinhole rupture occurred. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).